Event description:
A medtronic representative reported that the surgeon twisted the legacy driver during a spinal fusion procedure; it was an impressive twist sclerotic bone that was difficult to get through. The surgeon completed the surgery with the use of navigation. There was no impact to the patient.

Manufacturer narrative:
The surgeon declined to provide the patient identification number. RMA issued. A replacement driver has been shipped to the site on (B)(4) 2012. The suspect device was received by the manufacturer for evaluation and has been found to have a bent tip. The tip of the instrument is severely twisted, directly causing alleged malfunction.